Event description:
It was reported to bsc on 12/22/06, regarding an event that occurred in 2006, that during the procedure, "the cutting wire of the sphinctertome ripped off from the catheter." The pt gender and age is unk. Attempts to obtain info regarding the retrieval of the cutting wire have not been acknowledged. It was also reported that the procedure was successfully completed using a second device and that there were no reported adverse effects for the pt.

Manufacturer narrative:
The device has not been received by this MFR; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.